Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented in-clinic for a routine follow-up, a high voltage lead impedance out of range alert was noted. The device showed no measurements for rv to svc and svc to can. It was noted that the lead did not have an svc coil. The device will be reprogrammed. The patient will continue to be monitored.